Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings. On investigation, battery compartment crack was found below the grip pad. The coin slot on the battery cap was stripped. The cap was able to tighten properly to allow the pump to power up. The bolus button cover was found detached from the pump and the button¿s function was unable to be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the battery cap was damaged. This report is made based on the results of investigation completed on 01/07/2016.